Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured october 14, 2014-october 15, 2014. The device was received for evaluation. Visual inspection noted crystalized drug particulate inside the tubing. A flow test was performed and blockage was observed. Flow was not observed even when force priming was attempted. The reported condition was verified. The cause of the condition was determined to be crystalized drug build up at the distal end of the glass capillary. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. The reporter stated that there was still no flow after force priming was attempted. This occurred after filling. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.